Event description:
Hcp reported that in 2003 an uncomplicated refill was performed. 15 minutes later the nurse was called back to the pt's house. The pt noted fluid coming out of the pump-access site. The nurse tried to access the pump. She was very nervous and was unsure if she was in the pump or the subcutaneous tissue. She stopped and called for an ambulance. At the emergency room the dr removed 15cc from the subcutaneous tissue. The pt was feeling lightheaded. The dr then accessed the pump with a spinal needle and a "few cc's jumped out". The pump was accessed and 10cc was withdrawn and reinserted. The nurse then had a talk with the pt who said that 4 days previous pt had been in a fight and had twisted their back and fell on the side of the pump. Later, 5cc were withdrawn and reinserted along with 5cc removed subcutaneously. She notified dr the following morning and a catheter revision was done later that day. It was stated by the nurse that "the fluid was csf due to a small tear in the catheter". The hcp reports that the pt was doing fine at last visit in 06/2003.